Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty inductor on the processor/bridge/pace (pbp) board. The pbp board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.